Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
Information was received from a consumer regarding a patient implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported they were at the healthcare professional (hcp) and when the hcp was getting ready to program he turned it on and while trying to sync got the error code 304. The patient tried changing the aaa batteries and that did not resolve the issue. The patient noted his patient programmer showed his amplitude, but no longer had his programs. It was noted the error code was >250. The patient was transferred to repair. It was noted there were no symptoms reported. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
Other applicable components are: product ID 3037, (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) and a consumer (con). It was reported that nothing led to the programs being lost on the patient programmer; it just stopped working. They changed the batteries and the doctor tried to reprogram to resolve it.